Event description:
It was reported that the insertable cardiac monitor (icm) experienced some undersensing when the patient strip was reviewed. The device sensitivity was already at it's highest setting. The physician repositioned the device in the patient and the signal was shown to improve. No adverse patient effects were reported.